Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed it was torn into pieces and there was a dark surgical residue on the surface of the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery sys issues including all stages of mfg of the injectors and cartridges. Processes were received and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery sys issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens and the lens tore upon insertion. The lens was removed and replaced with another toric lens without any pt injury.